Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent elevated blood glucose (bg value not provided) and was 191 mg/dl at the time of the report. The customer had changed the pump supplies. The customer suspected bg may have been due to being pregnant. However, as tandem technical support assisted the customer with performing a pump system check, the customer had declined to remove the infusion set site as the supply change resolved the "issue". Bg had lowered to target range.